Event description:
It was reported that on the previous fitting appointment in situ testing showed normal results and the pt had benefit from the device. Around mid-november, the pt reported no longer having access to sound with the device. No trauma was reported. Latest in situ testing showed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations revealed that the device failed due to a defective stimulator electronics. The investigation results seem to match with the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that on the previous fitting appointment in situ testing showed normal results and the patient had benefit from the device. Around (B)(6), the patient reported no longer having access to sound with the device. No trauma was reported. Latest in situ testing showed that the device had malfunctioned. The device was explanted.